Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device operated perfectly most of the procedure. Suddenly the surgeon and the or-nurse noticed that the monitor showed that the device looked odd. On a closer inspection they noticed that the inactived pads plastic surface was split (it had come off the metal) with a small gap but did not dislodge completely. The procedure was completed with a new device, no damage to patient. The generator did not signal error code #5.